Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal pump motor made a "grinding" noise. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.